Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The pt anatomy was accessed through the right femoral artery. The target lesion was located in the non-tortuous left anterior descending (lad) artery. The lesion was 8.0mm in length. First, the lesion was predilated with an apex balloon catheter 2.5x15mm. Next, the physician attempted to advance a taxus express2 atom paclitaxel-eluting coronary stent system 8.0x2.25mm to the lesion site but was unable to cross the area. The stent system was pulled back and it was noticed the stent struts were flared. The device was exchanged for another of the same device and the procedure was completed successfully with no pt complications. The pt status was reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).